Event description:
Caller reported that a malfunction occurred on the pump, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump; the malfunction did not recur afterwards. Customer was instructed to continue using the pump and to contact technical support if the malfunction code appears again.